Event description:
This case was reported by a lawyer, via a tolling agreement, and described the occurrence of neurological injuries in a female patient who received super poligrip denture adhesive cream (formulation unknown) as denture adhesive. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started super poligrip (dental) at unknown dosing. At an unknown time after starting super poligrip, the patient experienced neurological injuries due to the ingestion of super poligrip. At the time of reporting, the outcome of the event was unknown. The following information was received on (B)(4) 2011, via fact sheets completed by the patient and/or the patient's representative and the reporting attorney. The patient used super poligrip original from (B)(6) 2000 to an unknown date, when she switched to a zinc-free formulation and fixodent from (B)(6) 2000, to an unknown date. The patient used one to two 2.4-ounce tubes and two 1.4 ounce tubes of super poligrip original weekly and one 2.4-ounce tube and one 1.4 ounce tube of fixodent weekly. The patient experienced high zinc, low copper, poly neuropathy, burning, tingling and numbness in both legs, difficulty gripping, dropping things, being off-balance, and required use of a walker/cane/wheelchair. This case was now considered medically significant by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).